Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic hiatal hernia repair with mesh and nissen fundoplication. Implant: gore® dualmesh® plus biomaterial [1dlmcp02/172157, 8 x 12 cm] implant date: (B)(6) 2015 (hospitalization (B)(6) 2015) (B)(6) 2015: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6) pa. Preoperative diagnosis: symptomatic hiatal hernia with gastroesophageal reflux. Postoperative diagnosis: symptomatic hiatal hernia with gastroesophageal reflux. Indication: (B)(6) [sic] female with a large hiatal hernia that is symptomatic. She is brought in for repair. Findings: 6x3cm hiatal defect with 1/3 of stomach in chest. Mesh repair with 8x6 cm gortex dual mesh performed. Description of operation: ¿after the patient gave informed consent she was brought to the operating room and given general endotracheal anesthesia. Her abdomen was cleaned and draped in the usual sterile fashion and a procedural timeout was performed. Local anesthetic was infiltrated around the umbilicus and a supraumbilical incision was made. A veress needle was used to insufflate the abdomen with co2 and an 11 mm step trocar was placed. The camera was used to inspect the abdomen. There was no evidence of injury upon entering. There were a few adhesions noted in the lower abdomen that were taken down with harmonic scalpel but the majority were left intact as they did not impact the operation. The left upper quadrant 12 mm port was placed followed by a 5 mm right upper quadrant port off the midline and a 5 mm let anterior axillary port in the subcostal position. The nathanson retractor was placed through a small subxiphoid incision and used to retract the left lobe of the liver. This exposed the hiatus which revealed a moderate-sized hiatal defect (measuring 6cm x 3cm). Attention was first directed to the gastrohepatic ligament, which was opened exposing the right crus. The tissue over the right crus was opened using a harmonic scalpel, extending this up over the arch of the crura and onto the left crus. The short gastrics were taken down beginning in the midportion of the stomach using the harmonic scalpel, and this was extended all the way up to the left crus, freeing up the stomach so it could be retracted out of the chest. The hernia sac was carefully dissected away and brought down into the abdomen and transected away from the stomach, preserving the left gastric blood supply. Once the hiatus was completely dissected away, a penrose drain was placed around the distal esophagus for retraction and the esophagus was freed up from the mediastinum with harmonic scalpel, taking down the adhesions from the mediastinum to the esophagus. Once this was completely freed, and about 5 cm of esophagus was freed up and pulled down into the abdomen, the crura were measured and an 8 x 6 cm piece of gore-tex dualmesh was placed into the abdomen and a keyhole was precut where the mesh was passed under the esophagus and this was tacked to the diaphragm with interrupted 2-0 ethibond sutures, passing the keyhole around and securing it anterior to the esophagus and the crura. Once the mesh was completely in place the fundoplication was performed. The gastric fundus was wrapped posteriorly and around in a 360 degree fashion, taking a bite through the left side of the stomach anterior to the esophagus and then onto the gastric fundus and securing the stitch. Two similar stitches were placed, the second one in incorporating a bite in the anterior esophagus and the third one just gastrogastric creating a 2 cm loose, floppy wrap. Once this was done the penrose drain was removed and hemostasis was assured. The nathanson retractor was removed and visualized as it was taken out of the abdomen to ensure no injury. The left upper quadrant and umbilical port site were closed with an 0 ethibond suture using the endo close device under direct vision. The remaining ports were removed under direct vision ensuring hemostasis, and co2 was allowed to escape from the abdomen. The skin incisions were irrigated with saline and closed with 4-0 biosyn subcuticular sutures, steri-strips and a sterile dressing. The patient tolerated the procedure well, was extubated in the operating room and taken to recovery room in good condition.¿ (B)(6) 2015: (B)(6) hospital. Implant record. Implant name: mesh dual gor 8x12 cm ¿ log 172157. Model/cat number: 1dlmcp02. Manufacturer: w.l. Gore and associates. Action: implanted. Number used: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp02/172157) was implanted during the procedure. Explant procedure: laparoscopic takedown of nissen fundoplication. Extensive lysis of adhesions (> 2 hours). Egd. Primary repair of port site hernia. Explant date: (B)(6) 2018 (hospitalization [ni]). (B)(6) 2018: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: dysphagia and stricture after nissen fundoplication and hiatal hernia repair with mesh. Postoperative diagnosis: dysphagia and stricture after nissen fundoplication and hiatal hernia repair with mesh. Small port site hernia. Assistant: (B)(6), md. Due to the complexity of the case, I requested the assistance of dr. (B)(6), md, (B)(6), np. Estimated blood loss: 20 ml. Anesthesia: general endotracheal anesthesia. Complications: none. Drains: 10 mm jp drain. Fluids: 2000ml of crystalloids. Specimen: none. Indication for procedure: (B)(6) is a (B)(6) female with a history of nausea, regurgitation, dry heaving, weight loss, gerd and constipation after nissen and hiatal hernia repair with mesh at osh in 2015. A vast work up that includes [sic] is significant for stricture at the ge, dilated esophagus, decreased esophageal dysmotility, mild-moderate hiatal hernia with wall thickening at the distal esophagus. An egd was attempted in (B)(6) 2017 but scope unable to be advanced. We referred her to dr. Clarke and she initially benefitted from egds with dilation but with less relief with each. She was able to regain 24 lbs since her initial visit (B)(6) 2017. Over time [sic] the effect of the dilations last less and less and after about 8 dilations we decided to proceed with revision surgery to address her dysphagia. As this is the main goal we decided not to proceed with a redo fundoplication. We have discussed at length the risks and benefits of a takedown of her nissen fundoplication including the risk of bleeding, infection, dysphagia, esophageal or gastric perforation, vagus nerve damage, damage to adjacent organs, and recurrence. All questions were answered and consent was obtained. Procedure in detail: ¿the patient was taken to the operating, placed supine on the operating room table. Preoperative antibiotics as well as 5000 units of subcutaneous heparin were given. A foley catheter was placed. Sequential compression devices were also used. After adequate endotracheal anesthesia was achieved, the patient was placed in modified lithotomy position. The arms and legs were placed on boards, fully extended and well padded. The abdomen was prepped and draped in the usual fashion using duraprep. At this point, we proceeded with obtaining a time-out from the universal checklist. A veress needle was inserted at palmer¿s point and position was verified using saline. The opening pressure was 4mmhg. A pneumoperitoneum was then created at the pressure of 15 mmhg. We then inserted a 5 mm luq port using the optiview under direct vision. We placed a 12mm epigastric port, as well as a 12 mm left upper quadrant port and a 5 mm left flank, and a 5 mm right upper quadrant and 5 mm right lower quadrant port. We identified some adhesions to the anterior abdominal wall, these were taken down sharply. There were 2 small port site hernias one epigastric the other one was very high and covered by the falciform ligament. We repaired the lower one primarily at the end of the procedure with a figure of eight 0 vicryl suture. A liver retractor was inserted and secured in place. We then proceeded with an extensive lysis of adhesions along the left liver edge. The nissen fundoplication was completely fused to adjacent structures with very think [sic] scar tissue, to the liver on the right side, both crura, and the diaphragm anteriorly. We then very carefully started circumferentially dissecting the wrap away form the adjacent structures. This was extremely tedious as the adhesions were extremely dense, included multiple non-absorbable sutures and no good plane could be identified between the stomach and the crura, the diaphragm and the liver. This dissection took in excess of 2 hours, using practically exclusively sharp dissection. A first egd was performed demonstrating the narrowing at the level of the wrap. There was no visible mesh at the hiatus, and no recurrent hiatal hernia. As we started taking down the wrap we notice that the mesh was lying behind the esophagus, between the posterior wrap and the posterior wall of the esophagus. This made the dissection in that area extremely difficult. The part of the mesh that was exposed was removed. At the right lateral part of the dissection, the most cephalad portion of the wrap was practically fused to the esophagus. This caused us to make a small (3-4mm) perforation in the stomach, at the superior aspect of the wrap, and a tiny (1mm) injury to the esophagus just adjacent. This was not unusual given the complexity of this procedure. At that point the wrap was freed from the esophagus on its entire anterior 180 degrees. This resolved the stricture as demonstrated by repeat egd. We felt that further taking down the posterior wrap would likely not provide additional benefit and more importantly the difficulty created by the mesh and absence of plane, would most likely lead to further esophageal or gastric damage. We then proceeded with another egd we performed a first blue-dye leak test confirming our two small perforations. We repaired the esophageal perforation with a 3-0 vicryl figure of eight suture. We then repaired the gastrotomy in a similar fashion. We added a second imbricating layer and a patch using the fat pad. We then performed another blue dye leak test. This was now negative. A 10mm jp drain was placed just anterior to the repair. The 12 mm port sites were closed with 0 vicryl sutures under direct vision. The skin was closed with interrupted monocryl sutures. At the end of the procedure, all counts were correct x2.¿ findings: no recurrent hiatal hernia. The mesh had essentially migrated between the posterior esophagus and the posterior wrap, the wrap itself therefore becoming the cause of the stricture. The wrap was taken down anteriorly and the visible part of the mesh removed. An extensive lysis of adhesions was performed. The patient tolerated the procedure well and was extubated and transferred to the pacu for recovery. I was present, scrubbed and directly participated. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open hiatal hernia hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported on (B)(6) 2021 the patient alleges the following additional injuries: dysphagia, stricture, extensive lysis of adhesions, surgery to remove mesh, severe and chronic pain/discomfort.